Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s device was giving them pain. The patient reported falling quite a few times, but they said that they fell on their back when the fell. The patient also reported kidney failure, which was determined to be unrelated to the device/therapy. The patient stated that they were planning on scheduling a surgery to have the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.